Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a superior incomplete side cut following corneal flap creation of the left eye. The surgery was completed without patient harm. Additional information received confirming the surgeon had difficulty lifting this flap.

Manufacturer narrative:
A company representative went on site and evaluated the system due to the reported event. No system issue was found that could contribute to the reported event based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).